Event description:
It was reported that during a routine device change out, the physician noted the atrial lead insulation was abraded. The physician elected to repair the lead with medical adhesive and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.